Event description:
It was reported that during an isvt case, a pericardial effusion was noticed. Caller reported there were no visible signs on the patient. Caller stated a few hours into the procedure while using the soundstar eco catheter to check for any issues, they discovered the pericardial effusion. After confirming the pericardial effusion using ice, they were able to finish the ablation using a thermedical ablation needle catheter. (Ide clinical trial) caller reported the medical intervention provided was a pericardiocentesis and a total of 41 o ml of fluid was removed. Caller reported that initially after the pericardial effusion was drained, they discovered a mid to mild hematoma. Caller stated the physician noted it was not a pericardial effusion around the pericardium, it was between the visceral and parietal layers. Caller stated at that point it was obvious they had not yet drained all of the fluid from the pericardial effusion because they could see the thin layer of that fluid but also another hematoma within another layer that was self-contained that the physicians were calling a blub. Caller stated they watched the hematoma for about 30 mins or so when all of a sudden the patients stats started going down. Cardiac surgery had to be called in because the patient was not perfusing properly and they began CPR until a left ventricular impella was implanted to help support the patient. The patient stabilized and is still reported to be in stable condition. Part of ide clinical trial? Thermedical ablation needle additional information received: no bwi ablation catheter was used. Physicians opinion on the cause of the adverse event is that it was procedure related. Possibly thermedical durablate device-related. Possibly due to pericardiocentesis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).